Manufacturer narrative:
Additional information : the device was manufactured from may 2, 2019 - may 3, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the bag that contain the returned unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be untightened blue winged luer cap. The blue winged luer cap was hand tightened and a functional leak test was performed. No signs of leaking were observed at the blue winged luer cap. Based on the analysis finding, the device was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large voume infusor leaked. This was further described as during a double check prior to patient use, moisture was noticed ¿on the outside of the pump and that the medication label was saturated¿. The infusor was filled with 4100mg of fluorouracil. The infusor was returned to the pharmacy to be remixed. There was no patient involvement. No additional information is available.